Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue/event as described could not be confirmed.

Event description:
As reported: the azur coil prematurely deployed in the angiographic catheter instead of in the patient target embolization zone. No patient injury reported.